Event description:
It was reported that the patient presented in clinic with a pacemaker that had triggered the elective replacement indicator. It was noted that the device could have prematurely depleted. It was also noted that the atrial lead had high impedance. On (B)(6) 2018, the device was replaced and the lead was left implanted. The patient was stable throughout.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.